Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had a device in their back that was a pain in the neck. It finally died before it was supposed to, and it was replaced with a different manufacturers device.